Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to update if the device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessories or components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was conducted. The deployment sleeve was moved manually into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Then, digital force was applied to the anchor, but the suture and tamping tube were unable to be released and were stuck. The device was then dissected to discover the cause of obstruction. The carrier tube was cut between the base of the device cap and the top of the sheath hub. Manual force was applied to the anchor and it was able to release with the suture, collagen and tamper tube. Excessive dried blood-like substance was observed on the collagen and the suture and between the inner sheaths which may have contributed to the failure of deployment of the device. There were no anomalies were noted with the black and clear heat shrink. The tensioner was removed to check the spool. Several turns of the suture were present within the plastic tensioner. No gross anomalies were noted with the tensioner. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. Dimensional testing was conducted on all components of the device. The following components were measured: the outer diameter of the carrier tube assembly measured 0.080''. The inner diameter of the carrier tube assembly measured 0.064''. The outer diameter of the tamper tube measured 0.061''. The inner diameter of the tamper tube measured 0.024''. All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip footplate did not deploy. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on (B)(6) 2019. The procedure being performed prior to use of the angio-seal was a right leg angiogram. All components were removed with the device when anchor did not catch, everything came out within the device. Manual compression was applied for hemostasis, with no blood loss greater than 250cc.